Manufacturer narrative:
The device was returned to zoll medical (B)(4) for evaluation. Extensive funtional testing was performed and the malfunction could not be duplicated or confirmed. The control board was replaced as a precaution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.